Event description:
A 20 gauge 1 inch IV catheter was placed in the basilic vein of the pt's distal left forearm on (B)(6) 2013. On (B)(6) 2013, upon the nurse's removal of the IV catheter, the cannula was noted to be absent from the catheter hub. X-ray and ultrasound images confirmed the presence of a foreign body, the cannula, within the basilic vein just proximal to the level of the wrist. The pt required surgical intervention to remove the cannula. The pt was discharged home after recovering from the surgery and anesthesia. Although lot numbers are not recorded at the time of IV insertion. Only the lot number was in use on the unit where the catheter was inserted. All catheters from this lot number were removed from pt care units.